Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that the patient's right atrial leadless pacemaker (ralp) was unable to provide expected battery longevity within 24 hours of the implant procedure. No intervention was reported. Patient was discharged.

Event description:
New information noted that the 24-hour counter had been reset prior to interrogation, which may have affected data availability. During follow-up, the device provided a longevity estimate.